Event description:
The dealer called for a quote on one of the rear wheel assemblies with the handrim, stating it was bent. I asked if he knew how that happened and he said the veteran told him it was that way when he got the chair the chair is from march.